Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control confirmed that the service indicator was present and further observed that it had logged an event code in its memory that indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it were necessary.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control confirmed that the service indicator was present and further observed that it had logged an event code in its memory that indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it were necessary.

Manufacturer narrative:
Physio-control further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically leaky capacitor, designator c160.